Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of ns was programmed to infuse 50ml/h. When the rn heard noise coming from the module on the right side of the pcu. Rn shut off the right pump and switched the normal saline to the module on the left side. IV started infusing appropriately. No noise was heard. Another rn, went into patients room because IV pump was alarming. Antibiotic infusion was finished, therefore she shut the IV pump off. After she shut the pump off she noticed that normal saline was still infusing despite the fact that the cassette was still placed in the module with the door closed and pump was in off mode. IV was removed from patient and a new pump was brought into the room to use along with new tubing. IV running appropriately after these measures. Old pump was removed from room and placed out of commission. There was no report of patient harm.

Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00055 for MDR reporting.